Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-09289). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was observed. The battery longevity dramatically dropped from the expected longevity one month prior. The device then went from eri to eol in five days. Device was explanted and replaced.